Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a femoral nail insertion on (B)(6) 2014, the helical blade sticks/jams/stuck with the nail. During the surgery the team had tried to put the blade in to the nail, but it seemed to jam. Therefore the surgeon replaced the blade with a new blade of same length and successfully completed the procedure. There is no report of a time delay and no report of an injury to the patient. This report is for one unknown femoral nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). This report is for one unknown femoral nail/unknown lot. Unknown if nail was implanted or explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.